Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 21-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the system was removed this year because the patient was "having trouble getting relief from the therapy". The patient stated that, since implant, the ins was not delivering therapy to the correct place. The patient mentioned the ins was never able to reach the area where the patient needed therapy, it helped with some areas, but not in the low/middle back where the patient was having problems. The patient said that when the system was removed, the healthcare professional (hcp) noticed the patient's bone had grown through the lead and frayed the wires making the removal more difficult. No further complications were reported/anticipated.